Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-04939, 2017865-2019-04941, 2017865-2019-04943. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. Prior to the patient passing away the patient experienced ventricular tachycardia. Initial review indicated the implantable cardioverter defibrillator appropriately withheld therapy. It was reported that the cause of death is unknown.